Manufacturer narrative:
Previous bleeding was submitted under MFR # 2916596-2021-03572. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(4) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented to emergency department on (B)(6) 2022 as recommended by their primary care physician after having symptoms of fatigue, chest pain, shortness of breath, and black tarry stools for 10 days. Lab results noted that the patient's hemoglobin had decreased from 11.4 on (B)(6) 2022 to 5.6 on (B)(6) 2022. The patient received 2 units of packed red blood cells (prbcs). A push enteroscopy and a video capsule endoscopy (vce) found no evidence of bleeding. Patient was bridged with heparin and their international normalized ratio (inr) level was reduced to 1.5-2.5 in the setting of recurrent gastrointestinal bleeding. On (B)(6) 2022, the patient was discharged.